Event description:
The patient presented to the or for lead revision due to high pacing thresholds and high pacing lead impedance. During the revision the tip of the pin was pulled and was tight. The lead was tested on psa and was normal. Then, lead was reconnected to ICD and values were normal. The device explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The field experience of impedance and capture anomalies could not be reproduced. It is suspected that the anomalies were due to a lead connection issue. The device is normal.